Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 other similar events for the lot referenced. This was for the same device in the same patient for a subsequent periprosthetic fracture. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient had a fall, suffering a femoral periprosthetic fracture on (B)(6) 2018. No devices were explanted, but an axsos 3 plate with 9 screws, and 4 cable sets were implanted.